Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information that this right ventricular (rv) lead was found to be dislodged. It was also reported that the lead exhibited oversensing, which resulted in inappropriate shocks. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Attempts to gather additional information on this event were not successful. This record will be updated if additional information becomes available.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted after approximately two months in service. No additional adverse patient effects were reported.